Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer reported the issue was resolved and no issues were noted during later cases. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted gynecology hysterectomy benign surgical procedure, the customer reported to technical service engineer (tse) that an instrument engagement issues on universal surgical manipulator (usm) arm 3 was observed. Tse viewed live logs, found error 31009, 31011 and 31010 on usm arm 3. The surgeon moved usm arm 3 away and used remainder usm arms. The procedure was completing as planned with no reported injury.